Event description:
Patient has an ambit pain pump inserted during a total knee arthroplasty. Post-op day 1, patient was sitting on the side of the bed preparing to stand up. Patient stood up using his walker. Patient looked to his left side to find the pain pump tubing broke. I called the provider for advisement, and he gave order to remove the catheter from the patient. FDA safety report ID # (B)(4).